Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. A kink was observed on the catheter tubing approximately 73.4cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab fully inflated and deflated. The iab then pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The reported problems cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).

Event description:
N/a.

Event description:
It was reported that immediately after inserting the intra-aortic balloon (iab), the cardiosave intra-aortic balloon pump (iabp) repeatedly generated a check iab catheter alarm. Since there was also calcification, the iab was removed on suspicion of a leak. A new iab was inserted to continue therapy. There was no patient harm or adverse vent reported.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).